Manufacturer narrative:
(B)(4). The preliminary evaluation of the returned device sample indicates spring wire guide/catheter resistance: kinked.

Event description:
The customer reports: it was not possible to insert the catheter over the guide wire. There was a resistance noted at the junction hub. As a result , a new set was used successfully.

Event description:
The customer reports: it was not possible to insert the catheter over the guide wire. There was a resistance noted at the junction hub. As a result , a new set was used successfully.

Manufacturer narrative:
(B)(4). The customer returned one 3-lumen catheter and a spring-wire guide (swg) for evaluation. The catheter was separated into two pieces; however, it was determined that the catheter was cut and separated purposely by the customer. Visual examination of the guide wire revealed a bend in the swg body. The distal j-bend is undamaged and both welds were full intact, and spherical. The swg bend was located approximately 25mm from the proximal end of the swg. The length and outer diameter of the guide wire were measured and were found to be within specification. The catheter body was separated approximately 13mm from the distal end of the juncture hub. The second piece of the catheter body measured 154mm. The catheter body length totaled 167mm, which is within specification; thus indicating no pieces are missing. The proximal end of a lab inventory guidewire (the returned swg contains a bend) with an outer diameter of .798 was advanced through the distal end of both pieces of the returned catheter to functionally test the components. The guide wire was able to advance through the catheter piece that only contained the catheter body. However, when the swg was advanced through the separated catheter piece containing the juncture hub, it was unable to advance pass the juncture hub. (Con't) other remarks: when the guide wire was advanced from the distal extension line it was able to fully pass through the juncture hub. A manual tug test confirmed that both welds were intact. A device history record review was performed with no relevant findings. The instructions for use (IFU) provided with this kit instructs the user, "if resistance is encountered, withdraw catheter relative to spring-wire guide about 2-3cm and attempt to remove spring-wire guide. If resistance is again encountered remove spring-wire guide and catheter simultaneously." The customer report of difficulty advancing the guide wire through the catheter was confirmed through functional testing of the returned components. A lab inventory guide wire was unable to pass through the catheter juncture hub when advanced from the distal end of the separated piece of the catheter that contained the juncture hub. Though the returned swg did not meet the length specification, based on the functional testing of the catheter, the probable root cause is likely related to the manufacturing/molding of the catheter juncture hub. A non-conformance request has been initiated to further investigate this complaint issue.